Manufacturer narrative:
The process of collecting and analyzing information is ongoing. Additional information will be provided upon the conclusion of the investigation. The device is distributed outside the us, and no gudid information exists. H3 other text : the device could not be evaluated because the serial number of the affected device was not provided by the customer. Without device identification, the manufacturer was unable to locate or inspect the specific bed involved in the event.

Event description:
Arjo was informed about an event involving an enterprise 5000x bed. According to the provided information, a patient fall occurred after the patient rolled in the bed and a bed rail failed. No injury to the patient was reported.